Manufacturer narrative:
Section d9: distal end of driveline was returned and evaluated. Manufacturer's investigation conclusion: the reported superficial damage to the external portion of the patient¿s driveline was confirmed through the evaluation of the returned portion of the driveline. A direct correlation between the device and reported driveline infection could not be conclusively determined through this investigation. A distal end driveline replacement was performed by a tech services representative on 25mar2021 on wo (B)(4). Approximately 14.5¿ of the external portion/distal end of the driveline was returned. Rescue tape was applied from 2-4" from metal connector. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The controller connector pins showed no evidence of damage. A slice in the bend relief was observed 0.25¿ from the metal connector. Rescue tape was observed approximately 2-4¿ from the metal connector, and a tear in the jacket was observed underneath the tape. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed 0-1¿, 3¿ and 4¿ from the connector. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The account reported that the patient¿s driveline had previously been rescue taped and a pet CT scan showed fluid collection along the driveline exit site and lvad pump as well as in the abdominal wall. The patient was asymptomatic and there were no changes in lvad parameters. The driveline repair was successful and there were no alarms associated with the damage. The patient has had a chronic driveline infection that the account was aware of prior to this, which is being managed by the inpatient team. The patient remains on antibiotics and debridement. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook (rev. C) contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19apr2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline is damaged with altered integrity of the driveline protective sheath and oxidation present that may cause damage to the wires and possible compromise to pump function. Rescue tape had been previously applied to 3 different areas of the driveline. The patient requires chronic antimicrobial suppression and remains on antibiotics and debridement. Upon admission, the patient had a positron emission tomography - computed tomography (pet CT) scan which revealed fluid collection along the driveline exit site and pump as well as in the abdominal wall. Images provided showed thinning of the driveline and the beginning of separation of the driveline from the metal connector and at the bend relief which requires a clamshell repair. Due to the patient's complex comorbidities it was unclear if a pump exchange should be performed. An external percutaneous lead repair was performed on (B)(6) 2021 and there were no further issues.